Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x2 implantable pacing leads - (B)(6) 2012. (B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation upon initial placement of the left ventricular (lv) lead. The lead was repositioned, and subsequently dislodged. The lead was repositioned once more, and remains in use. No patient complications have been reported as a result of this event.